Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's battery pins as a precautionary measure. After observing proper device operation though functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report their device powered itself off after attempting to power it on. There was no report of any adverse effect to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and downloaded the device's electronic records. A review of the electronic device record confirmed that the device powered off after it was powered on for 30 seconds. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report their device powered itself off after attempting to power it on. There was no report of any adverse effect to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿(B)(4).

Event description:
The customer contacted physio-control to report their device powered itself off after attempting to power it on. There was no report of any adverse effect to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.